Manufacturer narrative:
Occupation is lay user/patient. Country of origin: (B)(6).

Event description:
The customer complained of a discrepant inr result while using coaguchek xs meter and a laboratory using an unknown method. At 8:57 a.m., by capillary blood, the meter result was 5.40 inr. Later that same day at 10:22 a.m., by venous blood, the laboratory result was 3.38 inr. There was no medical decision made based on either result. The customer¿s therapeutic range has to be below 3.5 inr, there was no minimum inr range provided. There was no allegation that an adverse event occurred. The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated.